Event description:
Independent repair center: customer alleged unit will not start and the key failure is pcb is defective. No other information provided. As stated on the repair statement additional malfunction on this device: unit alarming or red light marked.